Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date, h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of five years, 11 months due to leaflet thickened, calcified, motion restricted, severe symptomatic aortic stenosis, and moderate insufficiency. The patient presented with acute on chronic decompensated congestive heart failure. The tavr was performed with a 20mm 9750tfx valve. The patient tolerated the procedure well and was transferred to the cicu in stable condition. The patient was discharged home on pod #1.